Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the shock impedance values were gradually rising for several months. The lead remains in use. No adverse patient effects were reported. Subsequently, code 1005 had appeared for this lead after a defibrillation threshold (dft) test, indicating there was an open circuit condition, during a device change out. Technical services (ts) advised resolution. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the shock impedance values were gradually rising for several months. Subsequently, code 1005 had appeared for this lead after a defibrillation threshold (dft) test, indicating there was an open circuit condition, during a device changeout. Technical services (ts) advised resolution. A lead fracture was observed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range shock impedance. It was noted that the shock impedance values were gradually rising for several months. The lead remains in use. No adverse patient effects were reported.